Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with stabilizing their blood glucose level. The customer states they have had low blood glucose levels in the 50mg/dl, and high blood glucose level in the 320mg/dl. The customer's current level is 168mg/dl. The customer states she is new to the pump and believes the low levels were due to her not knowing how to properly carb count. The customer declined to troubleshoot. The customer state they will be meeting with a trainer and will go over proper counting and use of the device.